Manufacturer narrative:
It is unclear from the information provided if the partial deployment was associated with the patient¿s medical complications. It should be noted that the conformable gore® tag® thoracic endoprosthesis instructions for use in europe includes warnings and addresses the following adverse events among others: ¿adverse events which may require intervention and / or conversion to open repair include, but are not limited to: deployment failure, endoprosthesis material failure including graft tear and wire fracture, endoprosthesis migration or realignment, and death.¿ the (B)(4) instructions for use state that the gore® tag® thoracic endoprosthesis is intended for endovascular repair of the descending thoracic aorta. The (B)(4) instructions for use also warn that: do not attempt to reposition the endoprosthesis after deployment has been initiated. Vessel damage or endoprosthesis misplacement may result. Inadvertent partial deployment or migration of the endoprosthesis may require surgical removal.

Manufacturer narrative:
The fluoroscopy images provided suggests an intermediate diameter of the partially constrained end of the device. With the observations of expected lengths, fiber end characteristics, along with no observed abnormal catheter stress characteristics, the deployment lines appears to have functioned as intended. Additionally, prior to the insertion of the introducer sheath, a balloon expandable covered stent was placed to treat an iliac stenosis of the right common iliac. The balloon expandable covered stent was a similar size to the outer diameter of the introducer sheath. There is reason to suggest interaction of the introducer sheath and the proximal portion of the conformable gore® tag® device. Again, images provided may suggest interaction with a ¿constraining mechanism¿ on the proximal portion of the conformable gore® tag® device, especially illustrated on the image of the fully open proximal end of the conformable gore® tag® device and the constrained ¿hourglass¿ occlusion balloon. The ¿constraining mechanism¿ may have transferred from the conformable gore® tag® device to the occlusion balloon. It is unknown at this time what caused the partial deployment, however from the information and evaluation, it is unlikely to be any deployment deficiency. Provided updated event description with medical record information. Updated and provided date device returned. Refer to section for the results of the imaging evaluation. Refer to the engineering evaluation results below for the results of the engineering evaluation. Engineering evaluation summary - the delivery catheter, deployment fibers, and deployment knob was returned to gore for analysis and an engineering evaluation was performed. The deployment components were visually examined with the unaided eye, light microscopy, and sem. The catheter, leash lines, and olives were visually examined. No damage or anomalies were identified. The deployment lines from the fiber ends to the deployment knob were visually examined. No damage was identified along either fiber. Fiber a and fiber b were measured from fiber end to deployment knob and were 1270mm and 1315mm, respectively. The appropriate range of the length difference between the proximal and distal deployment fibers for fully deployed fibers is 15mm to 63mm. Thus, the 45mm length difference is within the appropriate range for fully deployed fibers. Therefore, the appropriate fiber length and fiber end condition for fully deployed fibers indicate the chain stitch for this device was fully removed and no longer constraining the sleeve. This is consistent with no resistance felt by the physician while deploying the device. The findings from the device evaluation could not confirm the event description of an incomplete deployment. The endoprosthesis was not returned for evaluation and remains implanted in the patient. It should be noted that the conformable gore® tag® thoracic endoprosthesis instructions for use in (B)(4) includes warnings and addresses the following adverse events among others: ¿adverse events which may require intervention and / or conversion to open repair include, but are not limited to: deployment failure, endoprosthesis material failure including graft tear and wire fracture, endoprosthesis migration or realignment, and death.¿ the (B)(6) instructions for use state that the gore® tag® thoracic endoprosthesis is intended for endovascular repair of the descending thoracic aorta. The (B)(6) instructions for use also warn that: do not attempt to reposition the endoprosthesis after deployment has been initiated. Vessel damage or endoprosthesis misplacement may result. Inadvertent partial deployment or migration of the endoprosthesis may require surgical removal.

Event description:
It was reported to gore that on (B)(6) 2017, the patient underwent treatment of a thoracic aortic aneurysm using conformable gore® tag® thoracic endoprostheses. It was reported the patient had a kommerell¿s diverticulum, with an aberrant right subclavian artery that originated distal to the left subclavian artery. According to the report, this patient had a medical history of arrythmia, coronary artery bypass grafting, chronic obstructive pulmonary disease, congestive heart failure, diabetes, hypertension, peripheral vascular disease, renal disease, history of stroke/transient ischemic attack, thromboembolic event, cancer, and tobacco use. It was reported this patient was not a candidate for open surgical repair. It was reported that after a 24 fr gore® dryseal sheath was advanced into position in the abdominal aorta, a conformable gore® tag® thoracic endoprosthesis was advanced into the aortic arch with no reported issue. It was reported that once the device was positioned in the aortic arch, the deployment line was pulled while simultaneously pushing on the guidewire to deploy the device. According to the report, when the deployment line was completely pulled and removed from the delivery catheter, the distal and middle portion of the endoprosthesis deployed, with the proximal end of the endoprosthesis remaining constrained on the delivery catheter. It was reported there was no resistance felt when pulling the deployment line. It was reported there was difficulty recannulating the partially constrained proximal portion of the conformable gore® tag® device. The device was pulled into the descending away from the aortic arch. It was reported access was able to be obtained through the partially constrained portion of the device, and an occlusion balloon catheter was advanced in an attempt to balloon the proximal portion. However, this was reported to be unsuccessful. According to the report, a guidewire was then able to be advanced through the constrained portion of the device and into the aortic arch. It was reported that after multiple angioplasty balloon catheters were advanced into the constrained proximal portion of the device, the constrained portion of the device was ballooned and reported to have fully expanded. It was reportedly observed on intraoperative imaging that during one of the ballooning attempts, there appeared to be a small string visible at the proximal portion of the endoprosthesis that reportedly was preventing the device from expanding fully. Additional ballooning was then reportedly performed to ensure complete wall apposition of the device to the aortic wall. It was reported that during the ballooning attempts to fully open the constrained portion of the endoprosthesis, the endoprosthesis moved distally (amount unknown). It was reported that due to the distal movement of the first device during ballooning, a second conformable gore® tag® thoracic endoprosthesis was implanted for additional aortic coverage. According to the report, the procedure was concluded with no further reported events, the patient was reportedly admitted to the intensive care unit, and was extubated later that day. However, it was reported the patient¿s post-operative neurological condition was not able to be assessed, and the patient was placed on a ventilator for respiratory support. It was reported the patient did not experience a stroke post-operatively; the patient¿s mental status was reported to be related to respiratory insufficiency. It was reported that on (B)(6) 2017, the patient expired. The physician stated to gore that he did not see a direct relationship between the gore device and the patient¿s death. According to the physician: ¿it took us around 2 hours to ¿recanalize¿ the device, balloon it and put the other graft in place. Maybe two hours less in surgery time could have benefit[ed] the patient. I don¿t know and I can¿t assure it. He had a severe respiratory impairment [pre-existing].¿ there is no death certificate available and no autopsy was performed. It was further reported an autopsy was not performed and the patient was cremated with the endoprosthesis implanted. The physician confirmed the cause of death was respiratory insufficiency. Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: a translation of operative records dated (B)(6) 2017 indicates the patient underwent ¿tevar + left subclavian artery chimney + coiling of the dilatation¿ for treatment of ¿severe right common iliac artery stenosis, kommerell¿s diverticulum of aberrant origin of the right subclavian artery.¿ the (B)(6) 2017 records state: ¿once we have got the access we place a covered balloon expandable stent (events 10*37 mm in the rcia) with a kissing technique with a 10 mm balloon in the left common iliac artery. We exchange the right femoral wire with a pigtail and place a cook lunderquist guide wire in the ascending aorta. Though [sic] the right humeral access we place a guide wire through the tortuous subclavian artery, diverticulum and leave it in the descending aorta. Through the left humeral cutdown we place a 12*80 mm fluency in the ascending aorta and origin of the lsa. Right femoral access: we place a 24 fr dryseal introducer in the abdominal aorta without resistance and a ctag 37*37*150 up to the arch (no resistance is felt, it runs smoothly).¿ the (B)(6) 2017 records state: ¿under apnea an angiography is done to locate the common origin of both carotids and the left vertebral artery and both graft are moved to the intended position (ctag and fluency). While pushing the lunderquist to maintain the ctag close to the outer curvature we pull out the wire of the ctag, it comes out completely but the proximal part of the graft remains closed in the arch, we try to move gently by portaging [catheter] but it doesn¿t move. Quickly we place a bigger sheath in the left femoral access and push a reliant balloon up to the graft to try to open it, after several tryings we realized it won¿t open in such a position, we inflate the balloon in the distal part of the graft to pull it down to a straight portion of the aorta (descending aorta), we try again with the balloon, but no way. We try with several material to ¿reanalyze¿ the closed graft and after many attempts we are able to got [sic] through the graft and place a guide wire in the ascending aorta (we pass with a 6f 90cm long cook sheath and a straight superstiff 260 cm straight wire [boston]), the graft is so narrow that even the reliant balloon doesn¿t go up, so we place an angioplasty 10 mm balloon and we manage to open the hole to be able to place the reliant in the proximal part and inflate it vigorously to finally open the proximal part (there is an image I sent you that shows the relint [sic] balloon as a ¿double balloon¿, presumably there was a wire of the graft constraining it). The (B)(6) 2017 records further state: ¿once fully deployed, yet quite distal as planned, we place another 37*13*150 ctag in the arch and we go on with the procedure. This time the graft open correctly at the origin of both carotids, and the we [sic] deployed the fluency 1 cm proximal to the vertebral artery. Once completed we place a catheter in the dilatation and place several coils to occlude it. Before removing all material the 24f sheath is placed in the external iliac artery and an angiography is done showing no migration of the stent and patent artery without any damage of the big sheath to the arteries. Access are closed except for right humeral sheath. We wait like an hour in the theater but it is no possible to [extubate] the patient and he is carried to the ICU under mechanical ventilation.¿ medical records detailing the patient¿s death were requested but were reportedly not available.

Manufacturer narrative:
UDI (B)(4) lot: 16047106 : (B)(4).

Event description:
The following was reported to gore: the patient presented with a thoracic aortic aneurysm which was intended to be treated with a gore® tag® thoracic endoprosthesis. Reportedly the proximal part of the device did not deploy. The distal portion of the device was opened and positioned to the aortic wall. The physician had difficulties to catheterize the small lumen of the proximal part and had to pull back the device as the aortic arch was quite tortuous. Once catheterized the proximal lumen the physician used several angioplasty balloons as well a reliant balloon for dilation of the proximal end of the stent graft. During dilation with the reliant balloon there was a small string visible at the proximal part of the stent graft which not allows to expand the device totally. On the image it looks like a ¿hourglass¿.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. An imaging evaluation was added as a method and is currently in progress.

Event description:
It was reported to gore that on (B)(6) 2017, the patient underwent treatment of a thoracic aortic aneurysm using conformable gore® tag® thoracic endoprostheses. It was reported the patient had a kommerell¿s diverticulum, with an aberrant right subclavian artery that originated distal to the left subclavian artery. According to the report, this patient had a medical history of arrhythmia, coronary artery bypass grafting, chronic obstructive pulmonary disease, congestive heart failure, diabetes, hypertension, peripheral vascular disease, renal disease, history of stroke/transient ischemic attack, thromboembolic event, cancer, and tobacco use. It was reported this patient was not a candidate for open surgical repair. It was reported that after an introducer sheath (manufacturer unknown) was advanced into position in the abdominal aorta, a conformable gore® tag® thoracic endoprosthesis was advanced into the aortic arch with no reported issue. It was reported that once the device was positioned in the aortic arch, the deployment line was pulled while simultaneously pushing on the guidewire to deploy the device. According to the report, when the deployment line was completely pulled and removed from the delivery catheter, the distal and middle portion of the endoprosthesis deployed, with the proximal end of the endoprosthesis remaining constrained on the delivery catheter. It was reported there was no resistance felt when pulling the deployment line. It was reported there was difficulty recannulating the partially constrained proximal portion of the conformable gore® tag® device. The device was pulled into the descending away from the aortic arch. It was reported access was able to be obtained through the partially constrained portion of the device, and an occlusion balloon catheter was advanced in an attempt to balloon the proximal portion. However, this was reported to be unsuccessful. According to the report, a guidewire was then able to be advanced through the constrained portion of the device and into the aortic arch. It was reported that after multiple angioplasty balloon catheters were advanced into the constrained proximal portion of the device, the constrained portion of the device was ballooned and reported to have fully expanded. It was reportedly observed on intraoperative imaging that during one of the ballooning attempts, there appeared to be a small string visible at the proximal portion of the endoprosthesis that reportedly was preventing the device from expanding fully. Additional ballooning was then reportedly performed to ensure complete wall apposition of the device to the aortic wall. It was reported that during the ballooning attempts to fully open the constrained portion of the endoprosthesis, the endoprosthesis moved distally (amount unknown). It was reported that due to the distal movement of the first device during ballooning, a second conformable gore® tag® thoracic endoprosthesis was implanted for additional aortic coverage. According to the report, the procedure was concluded with no further reported events, the patient was reportedly admitted to the intensive care unit, and was extubated later that day. However, it was reported the patient¿s post-operative neurological condition was not able to be assessed, and the patient was placed on a ventilator for respiratory support. It was reported the patient did not experience a stroke post-operatively; the patient¿s mental status was reported to be related to respiratory insufficiency. It was reported that on (B)(6) 2017, the patient expired due to respiratory insufficiency. It was further reported an autopsy was not performed and the patient was cremated. A death certificate was requested from the physician but is reportedly not available. Additional details regarding the implant procedure and the patient¿s post-operative course have been requested.

Manufacturer narrative:
Added additional event description information. Added applicable instructions for use statements. Conclusion codes remain unchanged. It should be noted that the conformable gore® tag® thoracic endoprosthesis instructions for use in europe includes warnings and addresses the following adverse events among others: ¿adverse events which may require intervention and / or conversion to open repair include, but are not limited to: deployment failure, endoprosthesis material failure including graft tear and wire fracture, endoprosthesis migration or realignment, and death.¿ the european instructions for use state that the gore® tag® thoracic endoprosthesis is intended for endovascular repair of the descending thoracic aorta. The european instructions for use also warn that: do not attempt to reposition the endoprosthesis after deployment has been initiated. Vessel damage or endoprosthesis misplacement may result. Inadvertent partial deployment or migration of the endoprosthesis may require surgical removal.

Event description:
It was reported that on (B)(6) 2017, the patient expired. The physician stated to gore that he did not see a direct relationship between the gore device and the patient¿s death. According to the physician: ¿it took us around 2 hours to ¿recanalize¿ the device, balloon it and put the other graft in place. Maybe two hours less in surgery time could have benefit[ed] the patient. I don¿t know and I can¿t assure it. He had a severe respiratory impairment [pre-existing].¿ there is no death certificate available and no autopsy was performed. The physician confirmed the cause of death was respiratory insufficiency. It was further reported an autopsy was not performed and the patient was cremated with the endoprosthesis implanted. Additional details regarding the implant procedure and, the patient¿s post-operative course , and the delivery catheter have been requested.